Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net post-implant. Upon review, the implantable cardiac monitor exhibited t-wave oversensing resulting in false atrial fibrillation episodes. Programming changes were discussed. No intervention was reported. The patient was stable throughout and will continue to be monitored.